Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:21:47.000 (B)(6) 2024 04:22:11.000 (B)(6) 2024 04:23:18.000 (B)(6) 2024 04:24:15.000 (B)(6) 2024 04:34:00.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:35:04.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:35:04.000 (B)(6) 2024 04:35:47.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:36:13.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:36:33.000 (B)(6) 2024 04:36:44.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to power loss. No pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 27-jan-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:32:19.000 alarmalertnotification faultnumber = no delivery (7) during bolus (B)(6) 2023 12:33:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 12:34:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 12:35:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 12:36:01.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 12:36:35.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Customer alleged for blank display was not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was not starting due to a large crack in the battery insertion part. Partial troubleshooting was performed. It was found that the insulin pump was not starting even after replacing the batteries. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.